Manufacturer narrative:
Other applicable components are: product ID pnma01411a004 lot# serial# unknown implanted: explanted: product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins needed a jumpstart and was dead. The patient reported he last felt stimulation in (B)(6) 2017 and had not charged the ins for 2 months prior to the report. The patient stated that the therapy was not helping so he stopped charging the ins and forgot to charge it too. The patient reported that the therapy was not helping all the areas and he needed another ins to cover the other area but he will not get another ins. When syncing with the programmer the patient sawa poor communication screen and when connecting with the recharger he saw a reposition antenna screen. The patient also reported that the belt did not fit because he was too skinny. No further complications were reported/anticipated. (B)(6) 2017 additional information was received the patient via a manufacturer representative. It was reported that the patient's ins battery was overdischarged due to a lack of charging. A physician mode reset was performed and the ins was charged and the power on reset (por) message was reset. No further complications are anticipated. (B)(6) 2017 additional information was received from the patient. It was reported that the circumstances that led to therapy not helping were increased pain - developed chronic hematoma. The steps taken to resolve the issue were that patient was scheduled for laminectomy and removal of device. No further complications were reported/anticipated.